Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic ovarian cysts procedure, the balloon broke. Another device was used to complete the case. There were no adverse consequences to the patient.